Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to oversensing and pacing inhibition with no asystole. Subsequently a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.